Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between insulin pump and transmitter, charger was not blinking, received sensor updating and change sensor alert. The customer reported no adverse event. The event involved products mmt-7715, mmt-7841zn, mmt-7040b, mmt-1884, mmt-7736l. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was partially performed for loss of communication and the issue was not resolved. Troubleshooting was performed for transmitter charging. Confirmed no visible damage to transmitter, charger battery spring or connector pins. Customer has tried replacing the battery in the charger but led light does not blink. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040b. No product return is required for mmt-1884. The customer will discontinue the use of the charger. Mmt-7715 was requested and customer response was the device will be returned. No product return is required for mmt-7736l.